Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported no actions were taken to resolve the battery draining rapidly and having to charge for 8 hours. On (B)(4) 2017, the patient was programmed in a stimulation that used less of the battery time. The patient noted that he really needed other options programmed in and not one at a time. The cause of the battery draining rapidly and having to charge for 8 hours was not determined, other than that settings is what gives him the most relief. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant hadn¿t really helped with the pain and they wanted to meet with a manufacturer representative for programming. The patient noted being on high density settings and having to recharge about every eight hours. The patient was not happy he needed to recharge so often.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t heir stimulator will turn off if the battery gets down low. It was reviewed that was how the batteries work. The patient then stated that it takes them 8 hours to charge their implant beginning shortly after being implanted. The patient reported getting 7 or 8 coupling bars but noted that they charge when they sleep. It was reviewed how charging at night can affect recharging. The patient was sent adhesive discs to see if they helped. The patient stated that the program they are on drains their ins in 8 hours. So they have to charge for 8 hours and then it only lasts for 8 hours. Shortly after being implanted (in later may) they saw a manufacture representative (rep) twice at the appointment so the rep programmed them to a different program. They used the new program which did not drain their battery as fast but it felt like they were getting jolted constantly which the patient later clarified that it did not actually shock or jolt them, it did not give them the relief they needed and would stimulate constantly so they went back to the original program (program a). The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.